Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy due to having sinus tachycardia and supraventricular tachycardia episodes at the same rate as that patient's ventricular tachycardia episodes. The device remains in use. No further patient complications have been reported as a result of this event.